Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, lot# n287664003, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen 800mcg/ml; 186 mcg/day and morphine 30mg/ml; 7 mg/day via an implantable pump. Indication for use was spinal pain and degenerative disc disease. Other medications the patient was taking at time of the event were not available. Patient weight and medical history were asked but unknown. The date of the event was unknown. It was reported the patient developed an infection around the pump site. The pump was replaced in (B)(6) 2017. The physician determined that the system needed to be explanted for the patient to heal. The pump and catheter were removed (B)(6) 2017 and will not be returned. It was unknown if the system will be replaced. It was unknown if the issue was resolved. Patient status at time of this report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was a reported that the incision site became badly infected after 2 pain doctors were unable to locate the port. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.